Manufacturer narrative:
Additional information: d6a - implant date.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator. Recommended programming changes were completed. The patient's condition was stable throughout the event.